Event description:
A malfunction alarm was reported, specifically identified by malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing information for resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump and contact support again if the problem recurs.